Manufacturer narrative:
A system service check of the medrad® stellant CT injector (sn (B)(4) was completed on (B)(6) 2022, which confirmed that the injector was operating within bayer specifications. There was no evidence of equipment malfunction. The stellant disposable set that was in use during the procedure was discarded by the site and unavailable for evaluation. The customer was unable to provide the lot number of the disposables used during the incident; therefore, testing of retained samples was not possible. The offer of additional clinical applications training has been made to the customer and was declined. The site continues to use the medrad® stellant CT injection system after the reported event with no further issues reported. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an extravasation that occurred during an enhanced CT scan while a patient was connected to a medrad® stellant CT injection system. Post injection, the customer reported that approximately 150 ml of contrast extravasated at the patient's left antecubital injection site. The affected extremity was elevated, and ice/warm compresses were applied. Upon assessment by the radiologist, the IV catheter was removed, and the patient was transferred to the emergency department for further evaluation and care. The current status of the patient is unknown.